Manufacturer narrative:
Continued e1: phone: (B)(6). Continued e1: fax: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device was explanted.

Event description:
After the surgery, healthcare professional confirmed capsular contracture baker grade IV and requested for bia-alcl biopsy. Histopathological markers are reported but not specific (cd30 and alk both negative), and alcl was not confirmed.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. As per the investigation procedure, deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.